Manufacturer narrative:
Concomitant medical products: 429688, lead, implanted: (B)(6)2012; 1388t, lead, implanted: (B)(6)1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a lead malfunction. The lead remains in use. No patient complications have been reported as a result of this event.